Event description:
Additional information received: date: 10/03/2026. Medical report. The patient was submitted to primary total arthroplasty of the left hip on (B)(6) 2017, with implantation of a non-cemented femoral prosthesis with hydroxyapatite coating, aiming to promote the osteointegration of the implant to the femoral medullary canal. During clinical and radiographic follow-up, evolution was observed with signs suggestive of failure of osteointegration of the femoral component, associated with progressive implantation of the implant. In view of the persistence of pain and radiographic signs of prosthetic release, surgery was indicated to review the left hip prosthesis, performed on (B)(6) 2026. In the intraoperative act, it was found that the femoral component was completely loose within the medullary canal of the femur, without evidence of osteointegration. There was also absence of hydroxyapatite coating on the implant surface, a characteristic expected for this type of uncemented prosthesis. Given the intraoperative findings described, the material was removed and the prosthetic review was performed according to the appropriate technique. Considering the findings observed during the surgical procedure, a technical evaluation of the implant is requested by the supplier company, in order to verify the possibility of material failure or coating, which may have contributed to the absence of osteointegration and consequent loosening of the femoral component.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1, b5, d2a, d2b, h6 health effect - clinical code. Corrected: d3, g1 manufacturer site. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stated: medical report: the patient received a primary total arthroplasty of the left hip on (B)(6) 2017, with implantation of a non-cemented femoral prosthesis with hydroxyapatite coating (the coating intended to promote the osteointegration of the implant to the femoral medullary canal). Clinical and radiographic follow-up suggested failure of osteointegration of the femoral component. Therefore, on (B)(6) 2026, patient was revised. The femoral component was completely loose within the medullary canal of the femur, without evidence of osteointegration. There was also absence of hydroxyapatite coating on the implant surface, a characteristic expected for this type of uncemented prosthesis by the surgeon. Surgeon is requesting follow-up examination of the explanted femoral stem for potential material or coating issues with the product that might have contributed with the lack of osseointegration/implant loosening.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent the rod change as it was loose and there was absence of hydroxyapatite. Date of surgery: (B)(6) 2017. Affected side: left side.